Event description:
On 11/28/95, the user was notified she was allergic to latex. The user suffered from hives, wheezing, hand dermatitis, runny eyes & nose, dizziness, and flu-like symptoms. The continuous wearing of latex gloves caused the user to become sensitized to latex.